Manufacturer narrative:
As product was not returned and the test strip lot reported with complaint is unknown, a device history review (DHR) of the meter was requested. The DHR for meter serial number (B)(4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release.

Manufacturer narrative:
The study participant's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A study participant, involved in an adc sponsored clinical trial reported that on (B)(6) 2015 she/he experienced a hypoglycemic event while using a freestyle lite blood glucose meter. It was further reported the study participant did not experience a loss of consciousness; however the individual's partner administered a glucagon injection. Paramedics were called but no additional treatment was rendered. In follow-up the following readings were provided from the meter's memory log, which were obtained on (B)(6) 2015: 66 mg/dl (3.7 mmol/l), 88 mg/dl (4.9 mmol/l), 89 mg/dl (4.9 mmol/l) and 93 mg/dl (5.2 mmol/l). It is unknown when the hypoglycemic event occurred relative to the readings. There was no report of death or permanent injury associated with this event.